Event description:
Customer states that the pump does not shut off when food is gone. Rate and dosage are 200 ml/hr and infinity. Customer does not have any other information to provide.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be duplicated.